Event description:
Premedicated with prednisone 60mg po, benadryl 100mg po, proventil hfa 2 puffs prior to leaving home at 8:45am. Went to hosp. Upon entering cafeteria, all food svc workers wore latex gloves. Server removed gloves and washed hands prior to making a sandwich. In less than 5 min pt experienced an asthma attack and reduced voice volume. Required prednisone 40mg po, benadryl 100mg immediatley, repeated benadryl.